Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-02315 and 1225714-2014-02316.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on (B)(6), 2008 after the use of the product.